Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and the customer experienced the high blood glucose. The customer¿s blood glucose was 407 mg/dl, sensor value was low, and insulin pump was suspended at 50 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer declined the high blood glucose troubleshooting. The product will be returned for analysis.